Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the reported removal of foreign body was due to a stent dislodgement within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the ostial left circumflex artery (lcx) that was moderately calcified and tortuous. After lesion pre-dilatation, the 2.5x15mm xience skypoint stent delivery system was advanced but failed to reach the lesion. During removal, resistance was noted, so force was applied and the stent dislodged from the stent delivery system. The dislodged stent was successfully snared and removed. There was no adverse patient effect or a clinically significant delay in procedure. Balloon angioplasty was performed to complete the procedure. No additional information was provided.